Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 24-apr-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the second of three reports. Refer to 2026095-2019-00064 for the first event. Refer to 2026095-2019-00066 for the third event. Fill volume: 550 ml flow rate: 6 ml/hr, procedure: unknown, cathplace: unknown. It was reported the onq pumps were running out too quickly. The pumps were completely infusing on post-operative day (pod) three instead of on pod four. Additional information received 29-mar-2019 stated the onq pumps appeared to be running out earlier than expected given the set rate, only lasting until pod#3 at rate of 6 ml/hr on 550ml fill and should have lasted until pod#4. There was no injury.